Event description:
A malfunction was reported by a caller, indicating a problem with their tandem pump. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, but the malfunction recurred, leading to a decision to replace the pump. The customer was informed about the backup therapy with multiple daily injections (mdi) and provided instructions for putting the pump into storage mode before returning it. Technical support confirmed the customer's shipping address, and the caller agreed to return the problematic pump using a pre-paid label within 10 days.